Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Product type: lead. Product ID: 977a260, serial# : (B)(4), implanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 09-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer's representative (rep). It was reported that the patient was in a car accident in april. The patient reported ins site pain and was concerned her leads had migrated. The patient had an x-ray. The x-ray revealed that the leads did migrate. The patient was going to be revised. No date for surgery was scheduled yet.